Event description:
On (B)(6) 2013, patient contacted animas, alleging that the ¿up arrow¿ ¿down arrow¿ and ¿ok¿ buttons are responding intermittently with increasing occurences in the past 2 weeks. Patient stated that the pump was not exposed to moisture and that there was no damage to the rubber keypad or pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection showed some cosmetic damages with no visible damage to the keypad. Investigation found the ¿up¿ button responded intermittently while the ¿down¿, ¿ok¿ and contrast buttons responded properly. Removal of the keypad cover found contamination under the ¿up¿ and contrast button contacts.